Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving dilaudid (30mg/ml at 4.673mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that pus was seen and a culture was performed. The pump and catheter were explanted due to an infection. The patient status was reported as "alive - no injury". The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.